Manufacturer narrative:
(B)(4). Corrected data: b4, b5, g2, g6, h2, h6, h10. [D4: complete device identification information was requested but not provided by the healthcare facility]. This report is related to 3 other events reported by the healthcare facility: MFR: 9611451-2026-00605, f&p ref: (B)(4), MFR: 9611451-2026-00606, f&p ref: (B)(4), MFR: 9611451-2026-00607, f&p ref: (B)(4). Product background: the opt1046 optiflow 3s nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The optiflow 3s nasal cannula features side swapping capability, allowing the tubing to be positioned on either side of the patient. The interface is held in place by a head strap and features a cannula tube clip which works in tandem with the blue tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow 3s interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel (f&p) mr850 and 950 humidification system devices. Optiflow 3s interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow 3s interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the subject opt1046 optiflow 3s nasal cannula was discarded hence was not returned to f&p for evaluation. F&p's investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility reported that the tubing of an opt1046 optiflow 3s nasal cannula was found disconnected at the 3-way connector when used with a non-f&p circuit and vents during patient use. The healthcare facility also reported that the 3-way connector got stuck in the non-f&p circuit. The healthcare facility reported that the patient, desaturated to spo2 level of 60% as they were changing from high flow to bipap therapy. The healthcare facility also reported that the subject device was replaced and had recovered well. It was also reported that the patient "might have passed, but not because of this event." The healthcare facility stated that the patient had covid-19 and pulmonary fibrosis prior to receiving therapy on the subject device. F&p requested for the return of the subject device, however the healthcare facility stated that the subject device was discarded. Conclusion: with limited information provided by the healthcare facility and without the return of the subject device, f&p's investigation was unable to determine the cause of the reported damage. Based on f&p's knowledge of the product, the reported damage is likely to have been caused by the tubing being subjected to excessive force. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt1046 optiflow 3s nasal cannulas would have met the required specifications. The user instructions which accompany the optiflow 3s nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the tubing connection is properly inserted and the canula tube clip is appropriately attached. The user instructions also state: "failure to properly insert the tubing connection may result in loss of therapy." "Failure to follow the fitting instructions can compromise performance and affect patient safety." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy."

Event description:
On 24 october 2025, a healthcare facility in (B)(6) reported that the tubing of an unspecified number of opt1046 optiflow 3s nasal cannulas were damaged. Upon further information from the healthcare facility, it was reported there were three confirmed cases, and therefore additional reports have been submitted as per section h10 and h11. On 24 january 2026, the healthcare facility stated that the tubing of an opt1046 optiflow 3s nasal cannula was found disconnected at the 3-way connector when used with a non-f&p circuit and vents during patient use. The healthcare facility also reported that the 3-way connector got stuck in the non-fisher and paykel healthcare (f&p) circuit. The healthcare facility reported that the patient, desaturated to spo2 level of 60% as they were changing from high flow to bipap therapy. The healthcare facility also reported that the subject device was replaced and had recovered well. It was also reported that the patient "might have passed, but not because of this event." The healthcare facility stated that the patient had covid-19 and pulmonary fibrosis prior to receiving therapy on the subject device. F&p requested for the return of the subject device, however the healthcare facility stated that the subject device was discarded.

Manufacturer narrative:
(B)(6). [D4: complete device identification information was requested but not provided by the healthcare facility]. Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the opt1046 optiflow 3s nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The optiflow 3s nasal cannula features side swapping capability, allowing the tubing to be positioned on either side of the patient. The interface is held in place by a head strap and features a cannula tube clip which works in tandem with the blue tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow 3s interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel (f&p) mr850 and 950 humidification system devices. Optiflow 3s interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow 3s interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in ohio reported that the tubing of an unspecified number of opt1046 optiflow 3s nasal cannulas were damaged. There were no patient consequences.